Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile detachment handle was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. Dried saline spots were found along the entire handle. The slider was easily translated when activated, and audibly click was heard upon completion of actuation, and the slider automatically recovered to the starting position after actuation. There was an audibly click heard upon completion of reset. A 0.0133-inch lab sample guidewire was easily inserted inside the nose cone. There were no visible blockage or damage that could cause resistance, and the guidewire was noted to travel 10mm. No malfunction issues were identified with the use of the detachment handle; therefore, the failure to detach the concomitant embolic coil due to a faulty detachment handle cannot be confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. The instruction for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section d.2b: procode is krd/hcg. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
On 02-apr-2025, the healthcare professional reported that during an endovascular embolization procedure, the 5mm x 9.7cm cerepak uniform (fcx100509 / 31218796) failed to detach. The detachment was first attempted with the detachment handle (mdh1), then with manual break. It cannot be confirmed whether the coil was stretched when it was removed. It was still on the delivery system when it was removed. The concomitant microcatheter used was an sl-10 straight microcatheter (stryker). There was no evidence of blood flow interruption as a result of the reported issue. The coil was replaced with target coil (stryker) and the procedure was successfully completed without any negative impact to the patient and without any clinically significant delay in the procedure. On 03-apr-2025, an email was received from clinical account specialist clarifying the lot number of the coil. The correct lot number is 31218796. The information also indicated that there was an attempt to detach the coil with a second detachment handle (mdh1). This handle will be returned.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.